Event description:
The caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with this process, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues arose again, showing understanding and acknowledgment of these instructions.